Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Later healthcare professional report "patient had a fall" and "leaking". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on feb 13, 2026 with catalog mcgahan 210cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Later healthcare professional report "patient had a fall" and "leaking". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.